Manufacturer narrative:
Concomitant medical product: model: 2088tc46, competitor lead; implanted: (B)(6) 2014.

Event description:
It was reported by the patient's spouse that the patient is deceased. The patient's spouse inquired if the implantable cardioverter defibrillator (ICD) should shock if the heart stops, and alleges the device contributed to the patient's death. The patient's spouse indicated that the patient was in the hospital with pneumonia at the time the patient passed. Follow-up was completed with the funeral home and a cause of death was obtained from the death certificate as: cardiopulmonary arrest with ischemic cardiomyopathy. Further follow-up with a allied health professional (ahp) at the patient's clinic indicated the patient had last been seen in-office approximately two months prior, at which time the patient's ICD system was functioning as programmed with no performance issues at that time. Ahp stated that they had spoken with the patient's spouse and the ahp felt the patient had passed due to natural causes and not related to any device performance issue. Ahp stated they did not receive a final interrogation of the device and it is believed that the device remains implanted and buried with the deceased.